Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR reports: 3006705815-2019-00625; 3006705815-2019-00626. It was reported that the patient was unable to enter MRI mode due to low impedances. In turn, surgical intervention may take place to resolve the issue.